Manufacturer narrative:
Catheter, model 8703w, lot# l77341, implanted: (B)(6) 2001, explanted: (B)(6) 2005. (B)(4).

Event description:
Additional information: it was later noted in (B)(6) 2013 that the pump was intact and still implanted in the patient but was empty and off, it was not reported when or for how long the device was turned off. The patient had "many comorbidities" which impact a surgeon's willingness to take the patient to the operating room to remove the device. It was noted that if the device "is ever explanted it will be returned."

Event description:
It was reported that a pump malfunction occurred. It was noted that "about" five years prior to the date of this report the patient "almost died," he received a "bolt of dilaudid" that "sent him into a blackout" while he was driving. It was also noted that "all the doctors know about it, everything, I went to three doctors. They all said "yeah, the pump had to come out and a new one had to go in." It is unclear what was meant by that. No specific doctors were noted. Additional information has been requested, but was not available as of the date of this report

Manufacturer narrative:
(B)(4).